Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation however, two photographs were provided by the customer. An examination of the photographs detected a broken/burst balloon. Because a sample was not returned, we were unable to perform functional and visual evaluations to determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the balloon broke at the time of installation.